Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Event description:
It was reported that the unspecified bd infusion set had connection issues. The following information was provided by the initial reporter: new IV's have no safety for blood return. When trying to draw labs blood leaked all over patient, bedding, bair hugger and my shoes. I applied pressure at site but blood kept pouring out. The new extensions do not easily connect to IV hub so you have to push and turn which twists the patients skin and causes flange on IV hub to turn towards skin which is uncomfortable for patient and can potentially cause skin breakdown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.